Event description:
The manufacturer's representative reported that the tip of the catheter remains in the intrathecal space. During surgery to implant pump, the "wire broke through the catheter tip leaving behind catheter tip in intrathecal space." Another catheter was used and the pump was successfully placed. There were no patient symptoms related to this event. The patient has recovered without sequela from the pump implant.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.